Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced blood leakage from the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: use of a sampling unit with adapter and premounted body for sampling venous blood from a patient. The safety device (push button) was activated in the vein, after retraction of the needle and removal of the device, the blood contained in the tubing spilled over the retracted safety device in drops. Clinical consequences noted: as the nurse was wearing gloves, she was not directly exposed to the patient's blood, but this situation nevertheless presented a risk.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced blood leakage from the device. This event occurred once. The following information was provided by the initial reporter. The customer stated: use of a sampling unit with adapter and premounted body for sampling venous blood from a patient. The safety device (push button) was activated in the vein, after retraction of the needle and removal of the device, the blood contained in the tubing spilled over the retracted safety device in drops. Clinical consequences noted: as the nurse was wearing gloves, she was not directly exposed to the patient's blood, but this situation nevertheless presented a risk.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos from the customer in support of this complaint therefore, 30 retention samples from the bd inventory were subjected to functional testing and the issue of leakage was not observed. Additionally, 30 retain samples were subjected to retraction lockout testing to evaluate leakage after retraction. All samples passed the testing showing no evidence of leakage of the device. Bd is unable to confirm the customer¿s reported failure mode of leakage based on retain sample analysis results. Bd was unable to determine a root cause for the indicated failure. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.